Event description:
It was reported that 2 bd venflon¿ pro safety peripheral safety IV catheters leaked blood past the sealing cap during use. The following information was provided by the initial reporter, translated from dutch: "we punctured a venflon in the ward 2 times where blood leaked past the sealing cap during and after insertion, consequences: blood leakage."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record review was performed, and no abnormalities were reported.

Event description:
It was reported that 2 bd venflon¿ pro safety peripheral safety IV catheters leaked blood past the sealing cap during use. The following information was provided by the initial reporter, translated from dutch: "we punctured a venflon in the ward 2 times where blood leaked past the sealing cap during and after insertion, consequences: blood leakage."